Event description:
The operator of a c-arm system could not terminate fluoro after releasing the footswitch pedal. The footswitch exposure pedal cover was bent preventing the pedal from releasing. The field service engineer repaired the footswitch pedal cover. The field service engineer removed and straightened the exposure cover on the footswith pedal. After the footswitch was made operational the c-arm system was returned to service. The hospital reported that there wasn't any patient injury.